Event description:
The procedure was coil embolization of an aneurysm of ba-trunk. The access site was right femoral artery. The coil embolization was started using the enterprise (catalog/lot unknown). The coil 638cf0824 (complaint product) was used after the orbit tdl 9x25 was placed. After advanced to the target aneurysm, the coil was repositioned several times. When the coil was inserted in the aneurysm (approx. 1cm was still outside the aneurysm) and the delivery system was pulled back, the coil detached prematurely. The detached coil was pushed by the guide wire (0.012 inch gt, terumo) and placed in the aneurysm successfully. It was reported that large torque was applied when the coil was inserted. The procedure was completed without patient injury. There was no information about the target aneurysm. During the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. There was resistance when the coil was repositioned, and large torque was applied during the coil insertion. The same microcatheter was utilized to complete the procedure. After the procedure, the patient was in stable condition. After removal of the coil delivery system, no part of the coil was seen on the delivery system. Also, it was verified that the coil did not unraveled/stretched. No further information was available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a stent assisted coil embolization of a basilar artery (ba) trunk aneurysm the 8x24 orbit tdl coil (638cf0824) was repositioned several times and prematurely detached when approximately 1 cm of coil was still outside of the aneurysm and the delivery system was pulled back. A guidewire (0.012 inch gt/ terumo) was used to successfully push the detached coil back into the aneurysm. The procedure was completed without patient injury and after the procedure the patient was in stable condition. There is no further available information about the target aneurysm size or characteristics. Prior to the event, an enterprise stent had been placed followed by a 9x25 orbit tdl. After advanced to the target aneurysm, the 8x24 coil was repositioned several times. It was reported that large torque was applied when the coil was inserted. During the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. There was resistance when the coil was repositioned, and large torque was applied during the coil insertion. The same microcatheter was utilized to complete the procedure. After removal of the coil delivery system, no part of the coil was seen on the delivery system. Also, it was verified that the coil did not unraveled/stretched. No further information was available. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and several kinks were found. There was no damage found on the support coil. The introducer was unzipped partially covering support coil and was not damaged. The embolic coil was not returned. No damage was found on the gripper and there was evidence of the coil having been in the gripper per specification. A review of the manufacturing documentation associated with final assembly lot 13471486 and coil subassembly lot 14080823 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that prior to the coil premature detachment, a large amount of torque was applied. Additionally, there was resistance during repositioning and the microcatheter was repositioned over the deployed coil. The instructions for use cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. It further cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The reported premature detachment could not be conclusively determined with analysis of the returned device; however, based on the analysis of the returned device and the manufacturing records review there is no indication that the event is related to the manufacturing process. Based on the clinical information, procedural factors including device handling addressed in the IFU appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.